Manufacturer narrative:
Eval summary - the implanted components were reviewed for compatibility with no issues noted. Primary surgical notes were provided. The knee was found to have satisfactory flexion and extension with good stability and tracking. No other info regarding harm has been provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. The device history records were reviewed, indicating the devices were manufactured, inspected, and packaged to specs.

Event description:
It was reported that the pt is alleging harm caused by the device, however, the nature of the harm is unk at this time.